Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported events of ripped silicone around the driveline and ¿low velocity¿ alarms could not be confirmed through this evaluation. Additionally, a cause for the events could not be conclusively determined. The submitted x-ray images were unremarkable and did not show any damage to the metal braided shield layer of the driveline. Multiple attempts for additional information regarding the event were sent to the account; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system, serial number vad-59655. No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Additionally, section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Additionally, section 4 of this IFU entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 1 entitled ¿introduction¿ and section 6 entitled ¿patient care and management¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii patient handbook, rev. C is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. Additionally, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. This handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ripped silicone around the driveline and there was concern for the black inner cable shredding. The patient reported low velocity alarms while at home. The provided x-ray images did not show the individual conductors were unremarkable.